Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been reported that after insertion of farawave catheter into the sheath, air ingress occurred through the side port. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that pump at continuous 20ml/h was used for irrigation. No fluid leak nor air in patient was seen. Farawave catheter and starter guidewire that had been inside the sheath prior to, and or at the time, the air was observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.